Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: unable to perform complaint lot history check for mixed product due to unknown lot number. Unable to perform DHR check for mixed product due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm experienced a mix of product types in a pack. The following information was provided by the initial reporter: according to the customer, the polybag of cat# 326638 contained another cat # product.